Event description:
Alarms went off multiple times this hospitalization. Rvad had no flow despite therapeutic inr. Heparin gtt was still added along with. Lvad ceased to have flow and patient coded blue. Acls was initiated and conducted but no effect.